Manufacturer narrative:
No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient with cardiomems was unable to get a good waveform on sensor check. It was also reported that a computed tomography (CT) scan was done on (B)(6) 2024 and showed embolism in the left upper lobe; main pulmonary artery was enlarged at 3.5 cm in diameter. There was a cardiomems device in a posterior basal subsegmental pulmonary artery. It seemed that the thrombus was proximal to the sensor (not at or related to the sensor itself) this could be the cause of reduced blood flow past the sensor. A right heart catheterization (rhc) was also performed. The patient did not have symptoms or alarms associated with the embolism. The patient had been home on dobutamine. No log files would be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of left upper lobe embolism could not be confirmed through this evaluation. Per additional information, the patient did not have symptoms or alarms associated with the embolism. A right heart catheterization was performed. The patient was sent home on dobutamine with the plan to continue to monitor. No log files would be provided. Multiple attempts for additional information were sent to the customer; however, no additional information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas IFU, revision b is currently available. Section 1, ¿introduction¿, of this document lists arterial non-central nervous system (cns) thromboembolism as an adverse event that may be associated with the use of heartmate 3 lvas.. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.